Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up false high ventricular rate (hvr) episodes on stored electrograms (egms). The episodes were caused by over-sensed noise exhibited by the right ventricular (rv) lead. Noise also resulted in atrial pacing inhibition. The patient was scheduled for replacement and the lead was explanted. The patient was stable.